Event description:
It was reported the instrument was returned and reported worn. Upon investigation of the returned products, they were discovered to be fractured. Attempts have been made and no additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of use and a fracture of the reamer tip. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00590.